Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of the device. Date device was received by manufacturer for evaluation . A device history record review was performed for the device lot number 9817683. Manufacturer: synthes (B)(4). Date of manufacture: feb 2, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The complaint device has been received and is currently in the investigation process. Brand name, catalog number (part number) were identified upon receipt of the device. Other number¿UDI. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The spirals groove was untwisted. The received parts were broken into two parts. The laser etching was readable. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. A check/ measurement of the hardness of each lot of the processed materials (blanks) is mandatory and documented in the production order. All these measurements fulfill the specifications. Additional all dimensions of the claimed item, which are relevant for the function of the product were measured, and fulfill the specifications. The raw material certificate of the lot, which was closest to the manufacturing date was checked with the result, that the specified raw material was processed. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. It is likely that too much force and torque applied to the drill bit while drilling might have created an overloading situation which led finally to this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery for an olecranon fracture, the tip of the reported drill bit was broken off when the surgeon performed drilling at a fixed angle for a variable angle olecranon plate. The drill bit tip fragment was not retained in the patient. The surgeon used a spare drill bit to successfully complete the surgery. The surgery was extended for five minutes due to the reported event. No patient harm was reported. This report is 1 of 1 for (B)(4).